Event description:
It was reported that the patient had her hip replaced some time ago where she received a summit pinnacle total hip construct. The surgeon did her original surgery at (B)(6)hospital, the campus was unclear at the time of the revision surgery. The patient had dislocated recently and came into the ER at the (B)(6) campus. The patient was revised on (B)(6) 2022 where the surgeon explanted the patients hip ball and pinnacle constrained liner, the summit stem and pinnacle cup were left in situ. There was evidence of impingement on the neck of the summit stem which was making contact with the ring around the rim of the constrained liner. The surgeon stated the patient most likely levered their hip ball out of the liner due to rim of the liner eventually fracturing. A new hip ball was implanted on the summit stem and a new liner was implanted in the acetabular cup. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that "it took approximately 25 minutes to explant the pinnacle constrained liner."